Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
According to information received by our field service engineer, the customer does not have a service contract and therefore no further information have been provided. No on-site investigation have taken place and no log files have been provided. No parts have been confirmed to have been replaced and therefore the root cause to the reported issue has not been established in this investigation. H3 other text : 4114.